Event description:
It was reported the programmer will not allow software update. Usb (universal serial bus) and internet from medtronic were tried. Update was ran multiple times and only loads to approximately 90 percent using usb and does nothing when loading via internet. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that programmer will not update software. Analysis also found the programmer has a loose ECG (electrocardiogram) connector on a printed circuit board assembly. Concomitant medical products: product ID: rf (radio frequency) head. (B)(4).